Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 to treat systocele, rectrocele, stress urinary incontinence and vaginal prolapse and a sling was implanted the patient has experienced pain, abdominal pain, vaginal odor, urinary disturbances, recurrent pelvic organ prolapse, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted. See also medwatch 2210968-2013-00121, 2210968-2013-00122 and 2210968-2012-05416. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).